Manufacturer narrative:
The subject device in this report was returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc investigated the subject device and found that the reported phenomenon was duplicated and the leds on the front panel became went off. Also omsc found that the error e03 which indicated the failure of the pressure sensor had been logged. The cause of the reported phenomenon was the failure of the pressure sensor on the main circuit board due to the accidental failure of the pressure sensor or the process failure of the pressure sensor by the following. - oxygen entered the device and the electrode part of the pressure sensor was oxidatively corroded. Due to the oxidative corrosion, the wiring inside the pressure sensor was peeled off. - foreign matter was attached due to a mistake in mounting the parts, and the wiring inside the pressure sensor was peeled off due to the adhesion of the foreign matter. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the check of the subject device, an abnormal noise occurred when the insufflation start/stop switch was pressed to stop the insufflation. After that the user checked the subject device again, however the reported phenomenon did not occurred. There was no report of patient injury associated with the event.